Event description:
It was reported an access port was placed initially without incident for chemotherapy administration. Approx eight months post placement, an inability to access the port revealed the catheter had fractured and migrated to the right atrium. Retrieval of the catheter utilizing a snare was uneventful. No pt sequelae resulted from this event. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Since this device was in place for approx eight months and no difficulty accessing the device was encountered prior to the incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.